Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased calcium result generated on the architect c16000 analyzer for one patient sample. The following data was provided (reference range 2.11 to 2.52 mmol/l): 14jun2022 sid 2 initial calcium result 1.421 mmol/l, repeat result 2.115 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The technical service specialist (tss) resolved the issue by washing the cuvettes. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems identified no similar issues related to the architect system, likely cause part, or discrepant results as described in this ticket. A search for non-conformances was performed and there were no non-conformances related to the current complaint. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect processing module for serial (B)(6) was identified.